Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "we have been having problems with our powerpiccs becoming occluded when locked off". Response emailed powerpicc solo flushing guidelines. Informed that we have open-ended and valved powerpiccs. Groshong, powergroshong, and powerpicc solo are valved PICC lines. These require saline only flush. Heparin is optional and it will not harm the catheter. All other powerpiccs are open ended and we recommend locking them with a heparin flush solution.